Event description:
(B)(4). It was reported that 2 months following a stent placement, the patient felt severe pain. Additional information received identified that the stent was removed and crystallization was found on the surface of the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a follow up report will be mailed.